Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in clinic follow-up, high capture threshold and high pacing impedance were observed on the right atrial (ra) lead. The lead was capped and replaced to resolve the event and the patient was in stable condition.